Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with the following pre-op diagnoses: herniated nucleus pulposus, l4-l5 and degenerative disk disease, l4-l5 with positive discogram and underwent the following procedures: hemilaminectomy, l4-l5 right; segmental fixation, l4-l5; posterior interbody fusion, l4-l5; insertion of cage, l4-l5; posterolateral fusion, l4-l5; using bone morphogenic protein and local bone graft. As per the operative notes,¿ the transverse processes and lateral aspect of the facet joint pars were decorticated. The bone morphogenic protein (bmp) was placed adjacent to the bleeding bone surface. The disk space was sequentially distracted and 12mm tall x 22 mm long cage filled with bone morphogenic protein was inserted into the disk space. ¿ no intra-operative complications were reported.